Manufacturer narrative:
Additional information: the device was not returned for analysis as it was discarded. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. No additional information was provided. Attempts were made without success. (B)(4).

Event description:
Medtronic (covidien) received information through review of clinical data. The patient underwent mechanical thrombolysis with solitaire. Intracranial hemorrhage was observed post procedure. The physician confirmed that the hemorrhage had disappeared when magnetic resonance angiogram (mra) was taken on the following day.